Event description:
As reported by our affiliate in (B)(6) and through an article, 'clinical outcomes of heart-team-guided treatment decisions in high-risk patients with aortic valve stenosis in a health-economic context with limited resources for transcatheter valve therapies,' between march 2008 and december 2015, 405 symptomatic, high risk patients were referred to a tertiary center for evaluation for surgical aortic valve replacement (savr), transcatheter aortic valve replacement (tavr) or medical management. Of these patients, 188 patients underwent the tavr procedure by transfemoral (125 patients) or transapical (63 patients) approach with a balloon-expandable sapien, sapien xt or sapien 3 valve. As reported, cardiac reintervention (savr) occurred in 2 patients. Although the exact reason and timing was not provided, it was reported that the reintervention occurred 30 days post tavr and 1 year post tavr.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve PMA (B)(4), edwards sapien xt transcatheter heart valve PMA (B)(4), or edwards sapien 3 transcatheter heart valve PMA (B)(4). Intra-procedural aortic valve re-intervention will typically result from valve malposition or regurgitation (pvl or central, including leaflet restriction). These conditions are known potential risks associated with the use of the thv, delivery system, and/or accessories. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported surgical reintervention events could not be determined. Investigation results suggest patient factors not provided may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: elise bakelants, ann belmans, peter verbrugghe, tom adriaenssens, steven jacobs, johan bennett, bart meuris, walter desmet, filip rega, paul herijgers, marie-christine herregods & christope l. Dubois (2018): clinical outcomes of heart-teamguided treatment decisions in high-risk patients with aortic valve stenosis in a health-economic context with limited resources for transcatheter valve therapies, acta cardiologica, doi: 10.1080/00015385.2018.1522461. Https://doi.org/10.1080/00015385.2018.1522461. This is one of seven manufacturer reports being submitted for this case.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06889, manufacturer report no: 2015691-2022-06892, manufacturer report no: 2015691-2022-06894, manufacturer report no: 2015691-2022-06895, manufacturer report no: 2015691-2022-06896, manufacturer report no: 2015691-2022-06898, manufacturer report no: 2015691-2022-06900.